Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges; resulting in painful and dangerous complications, and was forced to undergo unnecessary and additional surgery, causing pain and suffering, and causing patient to suffer losses and injuries which are permanent in nature.

Manufacturer narrative:
Plaintiffs preliminary disclosure form with operative report was received, which provided the part/lot numbers. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.